Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4) - the dentist reported that almost 3 months after dental implant was installed in intraoral region #25, its non-osseointegration was observed. In addition, 60 ncm of primary stability was achieved, the patient presented bone type ii, the procedure of immediate implant was done and occlusal overload occured.